Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited a high out of range shock impedance measurement greater than 125 ohms. Subsequent shock impedance measurements in-clinic were observed to be 111 ohms. The physician will continue monitoring. This product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.